Event description:
It was reported that during a pulsed field ablation (pfa) procedure, after ablation of the pulmonary veins and the cavotricuspid isthmus (cti), when another ablation of the cti was attempted, the guidewire was "clogged" and could extend beyond the catheter. The catheter was removed, and the guidewire was replaced; it was noted that the new wire was not able to pass through the catheter while it was outside the body. The catheter was replaced with another manufacturer's product. The case was completed with pfa. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012400111 was returned and analyzed. Visual inspection showed the catheter was received without the guide wire threaded through it, and no guide wire was received. The guide wire lumen was received extended, and tilted in the area of the array loop assembly. A guide wire lumen breach was observed 10 millimeters from the tip distal end. A test guidewire was inserted and threaded along the guide wire lumen of the catheter, and some obstruction was felt initially during insertion at the luer to guide wire lumen connection; the tip of the guide wire was hitting against an obstacle. After several rotation attempts, the test guide wire was successfully inserted into the guide wire lumen and threaded along the catheter until it exited the distal end, where mild resistance was felt passing the kinked area at the tip. Guide wire removal proceeded with slight resistance inside of the kinked area. X-ray imaging revealed that the tip of the guide wire bent toward the jackets of the braid termination tube upon exiting the introducer. Furthermore, misalignment between the termination tube and the luer outlet was noted, creating an obstruction on one side of the luer outlet. High magnification optical inspection confirmed the misalignment between the guide wire lumen and the luer outlet. It was also noted that guide wire was difficult (friction) to pass through the kinked area of the guide wire lumen at the tip of the catheter, and x-ray imaging confirmed the guide wire lumen was bent at the proximal end of the tip. The steering function was normal; the distal catheter tip responded with expected rotation in both directions. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. In conclusion, the loop catheter did not pass the returned product inspection due to a guide wire lumen kink, a guide wire lumen breach, and a guide wire lumen to luer misalignment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.